Event description:
It was reported that post a drug-eluting stenting treatment procedure, the pt experienced a decrease in platelets. The index procedure treated a 100% stenosed, 2.50x20.0mm de-novo lesion located in the proximal left circumflex (lcx) artery with pre-dilation and the implantation of two taxus express2 stents (2.50x16mm and 2.50x24mm). There was no gap between the implanted stents. Post-dilation was performed resulting in 0% residual stenosis. At 111 days following the index procedure, the physician received info from the pt's personal doctor stating "decrease in platelets was confirmed". The pt was taken off panaldine and put on plavix. After the change, the pt's condition improved.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.